Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure (batch no. 626903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included genital bleeding (past obstetrical history: bleeding in 2000 and 2008.). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), depression ("depression") and ovarian cyst ("ovarian cyst"). The patient was treated with sumatriptan (imitrex) and surgery (underwent a procedure to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved, the dysmenorrhoea, migraine, headache and depression was resolving and the abdominal pain, vaginal haemorrhage, menorrhagia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 40-year-old female patient who had essure (batch no. 626903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included genital bleeding (past obstetrical history: bleeding in 2000 and 2008.). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), depression ("depression") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (underwent a procedure to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and dyspareunia had resolved, the dysmenorrhoea, migraine, headache and depression was resolving and the abdominal pain, vaginal haemorrhage, menorrhagia and ovarian cyst outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: the event menorrhagia, migraines, headaches, depression, ovarian cyst, essure confirmation test not done added. Reporters, events outcome, lot number added. On (B)(6) 2018: fu 1 and 2 process together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple pieces of partially coiled wire') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. 626903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included genital bleeding (past obstetrical history: bleeding in 2000 and 2008). Concurrent conditions included depression mental. Concomitant products included minerals nos;vitamins nos (prenatal vitamins). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)"). In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), headache ("headaches") and migraine ("migraines"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), ovarian cyst ("ovarian cyst") and depression ("depression"). The patient was treated with sumatriptan (imitrex) and surgery (laparoscopic bilateral salpingectomy, removal of essure coils, left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, abdominal pain, menorrhagia, vaginal haemorrhage and ovarian cyst outcome was unknown, the pelvic pain and dyspareunia had resolved and the dysmenorrhoea, headache, migraine and depression was resolving. The reporter considered abdominal pain, depression, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: if you have not had your essure removed, are you currently planning for essure removal? No. During removal -essure coil: received in formalin are multiple pieces of partially coiled wire having a minimal amount of attached soft tissue. The pieces of wire range from 0.4-16.5 cm in length lot number: 626903 manufacturing date: 2008-03 expiration date: 2010-02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple pieces of partially coiled wire') and pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. 626903) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included genital bleeding (past obstetrical history: bleeding in 2000 and 2008.). Concurrent conditions included depression mental. Concomitant products included minerals nos;vitamins nos (prenatal vitamins). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleeding/ abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea(cramping)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression") and ovarian cyst ("ovarian cyst"). The patient was treated with sumatriptan (imitrex) and surgery (bilateral salpingectomy, oophorectomy(one side) and laparoscopic bilateral salpingectomy, removal of essure coils, left oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, abdominal pain, vaginal haemorrhage, menorrhagia and ovarian cyst outcome was unknown, the pelvic pain and dyspareunia had resolved and the dysmenorrhoea, migraine, headache and depression was resolving. The reporter considered abdominal pain, depression, device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as per pfs: if you have not had your essure removed, are you currently planning for essure removal? No. During removal -essure coil: received in formalin are multiple pieces of partially coiled wire having a minimal amount of attached soft tissue. The pieces of wire range from 0.4-16.5 cm in length quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- reporter was added. Case become medically confirmed. Event device breakage was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (underwent a procedure to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.